Event description:
It was reported that during priming, an external fluid leak was observed at dialysate line connector from a prismaflex m100 set. The nurse clamped the line and wrapped the leaked point and the set was replaced.there was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photographs, no leakage was able to be observed. Due to the nature of the provided sample no further testing can be performed; therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.